Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was at middle of life 1 in july 2005. At a follow up on the 7th of november 2005, the ICD was found to be at elective replacement indicator. The physician inquired why the device depleted so quickly within only 3 months time. No adverse patient symptoms were reported.